Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple medical device types reported to be involved. The information for the additional device type is as follows: medical device type: fpa, common device name: intravascular administration set. (B)(4). Investigation summary: bd had not received samples, but two (2) photos were provided by the customer for investigation. The photos confirm the reported issue of a detached np needle stuck in a tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that when filling second vacutainer it was discovered that the non patient end of needle separated and remained in stopper of first vacutainer with a bd vacutainer® push button blood collection set. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: we have two incidents in the past couple of days involving our bd vacutainer push button blood collection sets. Both occurred almost exactly the same way. The phlebotomist attached the hub to the butterfly attachment end, collected the first vacutainer and switched to fill the second vacutainer. When attached the second tube failed to fill with blood, and the phlebotomists discovered the transfer needle was still embedded in the stopper of the first vacutainer. The lot number of both butterflies was the same. No caregivers or patients were injured. Phlebotomists recollected the needed blood samples using another butterfly of same lot number without issue.